Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17977- device 9 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported by the patient that ten infusions set fell off within few hours of use. Event occurred on (B)(6) 2024 and (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.